Manufacturer narrative:
Device evaluation summary: the following part was returned for failure investigation: power controller printed circuit board assembly (pcba) the power controller pcba was visually inspected and showed no anomalies. The power controller pcba was functionally tested. During the breath delivery (bd) audio test, the ventilator triggered a brief, soft inaudible beep generating a failure alert. Conclusion: the reported event that the bd audio test failed an extended self test (est) was duplicated. The failure appears to be isolated and consistent with historical events for a faulty c4 capacitor on the power controller pcba. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the service engineer evaluated the ventilator and replaced the breath delivery (bd) power controller distribution assembly. The ventilator passed all testing per the manufacturer specifications at the time of service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator failed the bd (breath delivery) alarm test portion of est (extended self-test). The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.